Event description:
It was reported the patient experienced an overstimulation sensation. The patient was having problems with their interstim device for the past 3-4 days. Their bladder was full and there was no urination where nothing would come out. The patient was also experiencing pain and felt like they got "kicked in the nuts" when the setting was at 1.5v. About two months prior, the setting was at 2.9 and the doctor was concerned that it was "too high" so it was decreased to .04 or .09v. The patient's symptoms were controlled until 3-4 days ago. No falls or traumas were noted in relation to these issues. The patient had not been able to urinate for 4-5 hours and could feel their bladder getting "quite full." The patient had catheters and "could take care of it" if needed. The patient had spoken to their follow up doctor and was instructed to turn the device off until they could be seen. Pain could still be felt around the implant site with the device off.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va07hnz, implanted: (B)(6) 2013, product type: lead. (B)(4).